Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 280 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.